Manufacturer narrative:
The actual device will not be returned. At the time of the report, actual product involved with the incident reported is not available. No inventory available from the lots reported; not component lot numbers. Relevant portions of the device history record were reviewed. Finished goods products were received into inventory without quality issues. The product from these finished goods lots and all of the components met surgical specialities (B)(4) inc. Requirements throughout the morning, manufacturing and the final inspection processes. Reference: complaint #: (B)(4). Item vlp-1001 quill knotless tissue closure device - t9 #0 uni pdo vld 20cm, lots fo mcbj230 & mq42540, expiration 01/31/2019.

Event description:
Presence of quill inside vagina which has caused a painful/tender site at vault. The quill protrudes into the vagina and the barbs can be felt like razor sharp protrusions.